Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and premature delivery ("pre-term labor") in a 34-year-old female patient who had essure (batch no. 459453-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, multiparous ((B)(6) 1998, (B)(6) 2000, (B)(6) 2005, (B)(6) 2007, (B)(6) 2009, (B)(6) 2013, (B)(6) 2015), miscarriage, ovarian pain, adhd, nausea, urinary tract infection, tubo-ovarian abscess, constipation, appendicitis, gastroenteritis, kidney stones, bed rest, amniorrhexis and premature birth. On (B)(6) 2016 essure confirmation test was done kub/pelvis should total bilateral occlusion. Previously administered products included for an unreported indication: yasmin. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), arthralgia ("right hip pain"), abdominal pain ("abdominal cramping") and back pain ("back pain"). On (B)(6) 2013, the patient experienced procedural pain ("pain and cramping after I work from the procedure"). In 2014, the patient experienced dyspareunia ("painful sex / dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches"), tooth fracture ("broken teeth"), alopecia ("hair loss") and dental caries ("tooth cavity") and was found to have a pregnancy with contraceptive device ("pregnancy (with complications)"). In 2015, the patient was found to have weight increased ("weight gain"). In 2016, the patient experienced pruritus ("itchy skin"), dry skin ("dry skin") and urticaria ("hives"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), premature delivery (seriousness criteria medically significant and intervention required), anaemia ("anemic"), hypoaesthesia ("right leg and feet numbness"), pain in extremity ("leg pain"), bedridden ("bed ridden nos"), abdominal distension ("bloating"), malaise ("feeling unwell"), asthenia ("feeling weak") and loss of personal independence in daily activities ("unable to do daily tasks"). The patient was treated with surgery (underwent hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, premature delivery, dyspareunia, anaemia, pregnancy with contraceptive device, pruritus, dry skin, urticaria, headache, tooth fracture, depression, dysmenorrhoea, weight increased, fatigue, arthralgia, abdominal pain, back pain, dental caries, pain in extremity, bedridden, abdominal distension, malaise, asthenia and loss of personal independence in daily activities outcome was unknown, the vaginal haemorrhage, menorrhagia and hypoaesthesia had resolved and the migraine and alopecia was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. (B)(4)). The reporter considered abdominal distension, abdominal pain, alopecia, anaemia, arthralgia, asthenia, back pain, bedridden, dental caries, depression, dry skin, dysmenorrhoea, dyspareunia, fatigue, headache, hypoaesthesia, loss of personal independence in daily activities, malaise, menorrhagia, migraine, pain in extremity, pelvic pain, pregnancy with contraceptive device, premature delivery, procedural pain, pruritus, tooth fracture, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): urinary system x-ray - on (B)(6) 2016: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-may-2019: quality-safety evaluation of product technical complaint. Incident no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 34-year-old female patient who had essure (batch no. 459453) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, multiparous (B)(6)1998, (B)(6)2000, (B)(6)2005, (B)(6)2007, (B)(6)2009, (B)(6)2013,(B)(6)2015), miscarriage, ovarian pain, adhd, nausea, urinary tract infection, ovarian abscess, constipation, appendicitis, gastroenteritis and kidney stones. Previously administered products included for an unreported indication: yasmin. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), arthralgia ("right hip pain"), abdominal pain ("abdominal cramping") and back pain ("back pain"). On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced procedural pain ("pain and cramping after I work from the procedure"). In 2014, the patient experienced dyspareunia ("painful sex / dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches"), tooth fracture ("broken teeth"), alopecia ("hair loss") and dental caries ("tooth cavity") and was found to have a pregnancy with contraceptive device ("pregnancy (with complications)"). In 2015, the patient was found to have weight increased ("weight gain"). In 2016, the patient experienced pruritus ("itchy skin"), dry skin ("dry skin") and urticaria ("hives"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anaemia ("anemic"), hypoaesthesia ("right leg and feet numbness"), pain in extremity ("leg pain"), premature delivery ("pre-term labor"), bedridden ("bed ridden"), abdominal distension ("bloating"), malaise ("feeling unwell"), asthenia ("feeling weak") and loss of personal independence in daily activities ("unable to do daily tasks"). The patient was treated with surgery (underwent hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, dyspareunia, anaemia, pregnancy with contraceptive device, pruritus, dry skin, urticaria, headache, tooth fracture, depression, dysmenorrhoea, weight increased, fatigue, arthralgia, abdominal pain, back pain, dental caries, pain in extremity, premature delivery, bedridden, abdominal distension, malaise, asthenia and loss of personal independence in daily activities outcome was unknown, the vaginal haemorrhage, menorrhagia and hypoaesthesia had resolved and the migraine and alopecia was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. (B)(4)). The reporter considered abdominal distension, abdominal pain, alopecia, anaemia, arthralgia, asthenia, back pain, bedridden, dental caries, depression, dry skin, dysmenorrhoea, dyspareunia, fatigue, headache, hypoaesthesia, loss of personal independence in daily activities, malaise, menorrhagia, migraine, pain in extremity, pelvic pain, pregnancy with contraceptive device, premature delivery, procedural pain, pruritus, tooth fracture, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): urinary system x-ray - on (B)(6)2016: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs and mr received : events- "pregnancy (with complications), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), itchy skin, dry skin, hives, migraines, headaches, broken teeth, depression, dysmenorrhea (cramping), weight gain, fatigue, hair loss, right leg and feet numbness ,right hip pain, abdominal cramping, back pain, tooth cavity, leg pain, pre-term labor, bed ridden, bloating, feeling unwell, feeling weak, unable to do daily tasks, pain and cramping after I work from the procedure, device ineffective", reporter, concomitant drug, lot number, medical history added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and premature delivery ('pre-term labor') in a 34-year-old female patient who had essure (batch no. 459453-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, multiparous ((B)(6) 1998, (B)(6) 2000, (B)(6) 2005, (B)(6) 2007, (B)(6) 2009, (B)(6) 2013, (B)(6) 2015), miscarriage, ovarian pain, adhd, nausea, urinary tract infection, tubo-ovarian abscess, constipation, appendicitis, gastroenteritis, kidney stones, bed rest, amniorrhexis and premature birth. On (B)(6) 2016 essure confirmation test was done kub/pelvis should total bilateral occlusion. Previously administered products included for an unreported indication: yasmin. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ I bleed for 8 days and have to change my tampon every other hour"), depression ("depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), arthralgia ("right hip pain"), abdominal pain ("abdominal cramping") and back pain ("back pain"). On (B)(6) 2013, the patient experienced procedural pain ("pain and cramping after I work from the procedure"). In 2014, the patient experienced dyspareunia ("painful sex / dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches"), tooth fracture ("broken teeth"), alopecia ("hair loss") and dental caries ("tooth cavity") and was found to have a pregnancy with contraceptive device ("pregnancy (with complications)"). In 2015, the patient was found to have weight increased ("weight gain"). In 2016, the patient experienced pruritus ("itchy skin"), dry skin ("dry skin") and urticaria ("hives/ I'm allergic to dandelions. I break out in hives if they touch me"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), premature delivery (seriousness criterion medically significant), anaemia ("anemic"), hypoaesthesia ("right leg and feet numbness/ both of my legs and feet often feel numb. My right arm and hand also go numb"), pain in extremity ("leg pain"), bedridden ("bed ridden nos"), abdominal distension ("bloating"), malaise ("feeling unwell"), asthenia ("feeling weak"), loss of personal independence in daily activities ("unable to do daily tasks"), herpes zoster ("shingles"), complication of device removal ("I had a hysterectomy in november and I had a lot of complications from it"), swelling ("really bad swelling everywhere") and lung disorder ("my lungs started to fill with fluid"). The patient was treated with surgery (underwent hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, premature delivery, dyspareunia, anaemia, pregnancy with contraceptive device, pruritus, dry skin, urticaria, headache, tooth fracture, depression, dysmenorrhoea, weight increased, fatigue, arthralgia, abdominal pain, back pain, dental caries, pain in extremity, bedridden, abdominal distension, malaise, asthenia, loss of personal independence in daily activities, herpes zoster, complication of device removal, swelling and lung disorder outcome was unknown, the vaginal haemorrhage, menorrhagia and hypoaesthesia had resolved and the migraine and alopecia was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. (B)(4)). The reporter considered abdominal distension, abdominal pain, alopecia, anaemia, arthralgia, asthenia, back pain, bedridden, complication of device removal, dental caries, depression, dry skin, dysmenorrhoea, dyspareunia, fatigue, headache, herpes zoster, hypoaesthesia, loss of personal independence in daily activities, lung disorder, malaise, menorrhagia, migraine, pain in extremity, pelvic pain, pregnancy with contraceptive device, premature delivery, procedural pain, pruritus, swelling, tooth fracture, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): urinary system x-ray - on (B)(6) 2016: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-dec-2019: social media content received : events added- herpes zoster, complication of device removal, swelling, lung disorder. No valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful sex") and anaemia ("anemic"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia and anaemia outcome was unknown. The reporter considered anaemia, dyspareunia and pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.